Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned to zoll manufacturing corporation and evaluation is currently underway. A review of the downloaded software flag files on the day of the event was performed. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment and patient death.

Event description:
A us distributor contacted zoll to report that the patient was treated by the lifevest and passed away on (B)(6) 2017. The patient was at home at the time of the event and ems was called and attempted to resuscitate the patient. The lifevest detected an arrhythmia at 06:46:43. The patient was in a sinus rhythm at 70 bpm that transitioned to vt at 270 bpm and then degraded to vf with motion artifact. The arrhythmia detection was not sustained long enough for the lifevest to deliver a treatment. A second arrhythmia (vf) was detected at 06:47:30. The lifevest deployed gel and delivered a treatment at 06:48:14. The post-shock rhythm was a four beat conversion that degraded to asystole. The patient remained in asystole until the rhythm spontaneously returned to a life-sustaining rhythm of bradycardia at 40 bpm around 06:51:05. Around 07:20:07 the patient's rhythm degraded to severe bradycardia at 10 bpm. The rhythm later degraded to asystole. The patient's received two more treatments during asystole at 08:42:19 and 08:42:50, respectively. Over-sensing low amplitude cardiac signal contributed to the false detection. Following the treatments, the patient remained in asystole until the device was shutdown at 09:26:21. Asystole and bradycardia are considered non-treatable rhythms. Post-shock asystole is a known potential outcome of defibrillation.